Event description:
Hair found in packs - 4 packs total. Had to tear down the surgical suite all 4 times for sterility. Hair and product returned to manufacturer. Remaining lot numbers pulled. Manufacturer response for custom packs, (brand not provided) (per site reporter). Formal qa received: our production qc team has been notified and is reviewing this issue with their teams to eliminate potential opportunities for particulate exposure. All employees are required to wear gowns and hairnets. All medline produced components are manufactured in controlled environments with particulate controls designed into every stage of the manufacturing process. Medline sends engineers and inspectors to all of our component manufacturing facilities to both inspect product and to audit environmental and process controls. Additionally a stock check was conducted and no additional lots for this pack are on hand at the warehouse. Credit has been issued to your account.